Event description:
The customer reported at the beginning of a platelet collection procedure, they noticed blood in the access line was diverting back to the donor after pressing 'start draw' on the trima accel display screen. The technician immediately clamped the inlet line and disconnected the donor. The procedure was completed on another machine with a new disposable set. Per the customer, air did not reach the donor and the donor is reported in healthy condition. Patient (donor's) full identifier: (B)(6), donor unit #: (B)(4).

Manufacturer narrative:
Investigation: the run data file indicates that a pressure test error was falsely flagged and the customer unloaded the tubing set and reloaded it. The tubing set test and ac prime passed with no alerts. It was noted that the aps reading after the cassette load was negative which is unusual. The procedure shows that it was ended from the connect donor screen, before start draw was pressed. Therefore, trima never started the collection portion of the procedure. Root cause: the signals in the rdf indicate that the access pressure sensor reading may not have been accurately indicating the pressure on the inlet side of the tubing.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Root cause: a definitive cause for the aps readout could not be determined from the rdf or part evaluation. It is possible that there was some debris or a mis-set sensor that caused improper coupling of the aps and thus a false negative reading.

Manufacturer narrative:
Investigation: a service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An auto test and saline run was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: per the customer, during ac prime, the inlet pump sounded 'different'. The disposable set had passed the tubing set test and ac prime was completed with no issues. After the donor had been connected, the sample bag was filled with no issues. The technician closed the clamp on the sample bag and opened the blue clamp on the inlet line before pressing 'start draw' on the trima accel display screen. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the access pressure sensor reading may not have been reflective of the pressure on the inlet side of the tubing set. This would lead the trima accel system to think that the pressure was negative at the time of donor connect when it was actually positive. A positive pressure could result in blood/ac flow toward the donor as soon as the white/blue clamp on the needle line was opened. Based on the available information, it is possible that there could have been an obstruction between the aps sensor and the aps disk on the cassette. It is also possible that a defective aps disk on the cassette contributed to the reported results. The disposable set was returned for investigation. Blood was observed in the access needle line and the line leading to the sample pouch. The sample pouch was not returned. Blood was not in the inlet coil. The access pressure sensor (aps) was inspected for defects, none were found. A terumo bct engineer confirmed the aps was assembled correctly. The set was visually inspected for misassembly, missing parts, kinks, occlusions and other defects which may have contributed to the issue, none were found. Investigation is in process. A follow-up report will be provided.